Event description:
While stocking the product after receipt, it was noticed that the catalog number indicating a standard stem had the word "jumbo" on the label. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.